Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer was laying on on the pump while she was asleep, which may have caused a temperature error. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Per tandem's t:slim with control-iq user guide: " keep the pump protected when not in use. Store at temperature between -4°f (-20°c) and 140°f (60°c) and at a relative humidity levels between 20% and 90%" there was no adverse impact to the customer¿s blood glucose level.